Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed during the load process, and intermittent occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.